Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device processor pca was intermittently restarting during the powering up. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
According to the information provided, it was determined that the device processor pca was intermittently restarting when the powering up of the device. To resolve the issue, processor pca was replaced. The device was returned to normal after the replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to a malfunction of the processor pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was normal, after the replacement of processor pca. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that the inspections did not pass the operation control test of the device as the device was not charging. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.